Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as careless operation of dialysis. It was not reported if the patient was hospitalized for the peritonitis. The patient was treated with an unspecified drugs for the event. At the time of this report, the patient was recovered from peritonitis and pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.